Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that clear fluid was found to be draining from the ipg site. Physician indicated no signs of infection were present. Patient stated she fell approximately 2 months ago, however she landed on the opposite side of the ipg. Physician recommended removing the device and device removal may take place at a later date.